Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "this is a patient admitted to the ICU, with bilateral chest drainage, both patent and draining pleural fluid. With the tube in correct position and correct patency, the patient develops right pneumothorax, without bubbling in the pleur-evac and without achieving its resolution despite checking permeability and changing to another drainage system of the same brand. Finally, he required canalization of a new chest tube, with immediate resolution of pneumothorax. Apart from the need for urgent interventionism, the situation involved severe respiratory deterioration and need for upward adjustment of ventilation parameters mechanics". Additional information states that this occurred to 2 devices on the same patient. The patient current status is reported as "fine". See associated MDR# 3004365956-2025-00016.